Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed further troubleshooting, physicians discretion to continue to monitor. There was no oversensing noted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.